Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. B6: date estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the was to treat an occluded anterior tibial artery. The lesion was recanalized with a non-abbott guide wire and pre-dilatation was performed with a non-abbott balloon; however, the origin and proximal segment of the lesion kept recoiling. An unspecified xience prime below the knee (btk) was deployed; however, was deployed too far into the popliteal artery. Therefore, the lesion and previous implanted stent were treated using the dk crushing technique. The stent was crushed into the vessel and a second stent was deployed across. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported device embedded in tissue and treatment appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.